Manufacturer narrative:
(B)(4). The product information and the details of the initial surgery were confused with the patient¿s contralateral hip. The reported revision was the left hip revision due to bursitis. The product information and the primary surgery details initially provided concerned the patient¿s right hip. Further information and clarification was requested from the clinical study department. Upon receipt of further clarifications from clinical study department, who confirmed that the patient underwent left hip revision surgery only, complaint (B)(4) was deemed ¿not a complaint¿. New complaint, (B)(4), has been created to address left hip surgery.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to product being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: biomet 28mm dia cocr mod hd -6mm nk, item#163660, lot# j3030610, reported under 0001825034 - 2018 - 03565. Biomet mlry-hd por fmrl 11x160mm, item#: 11-104111, lot#: 070970.

Event description:
It was reported that patient underwent a hip revision of head approximately five years post-implantation due to bursitis. Attempts have been made and no further information has been provided.